Event description:
It was reported that on (B)(6) 1997, the patient underwent the total knee arthroplasty with the lcs for the rheumatoid arthritis of the right knee joint. The surgery was completed successfully without any surgical delay. After the surgery, the insert was worn out. Therefore, a revision surgery will be performed, and the insert will be replaced. Wobble and pain occurred in the right knee joint due to the insert wear over time. Possible causes other than the product are weight gain. The surgeon will determine the revision surgery date according to implant¿s inventory status. No further information is available.

Manufacturer narrative:
Product complaint # (B)(4). No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.